Event description:
Stent was placed in svc over wire already in place. Sheath was retracted. Negative pressure pulled on balloon. After injection of dye to visualize, balloon inflated. Balloon would not hold dye and stent would not deploy. After several attempts the balloon was totally deflated and system removed, everything but wire and sheath. The guide catheter was also removed along with stent system. Stent was not on balloon. There were 3 pin holes in distal end of balloon. Balloon assembly was handed off to the circulator. Stent remained in pt. Pt placed on iabp. Expired about 48 hrs post procedure.